Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The representative cleaned up the hard drive by deleting patients from the system and re-installed the software, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the navigation system was acting unresponsive when in the select patient screen. All patients (approximately 500 patients) were deleted from the system. The software was un-installed and reinstalled, thus resolving the issue. There was no patient present when this issue was observed.